Event description:
The customer reported that the alarm is missing the battery door, and it does not power on. They are using it with the (B)(4) sensors. The customer reported that there was no other damage to the alarm case. This was discovered during set up prior to use with a patient. Inspection of the returned product shows that the alarm has battery acid leakage in the battery compartment.

Manufacturer narrative:
(B)(4) (battery door missing) - results - evaluation of the product found that there is battery acid leakage in the battery compartment. The battery door is missing and therefore, the alarm cannot be powered on. The battery diagram label which is located above the battery spring with the black battery wire is burned. Note: the instructions for use has a warning statement: do not mix old and new batteries or battery brands. This may cause rupture or leakage and damage alarm. When accessing the battery compartment slide battery door open and flip it up. Do not attempt to remove door; it does not separate from unit. (B)(4).